Event description:
The manufacturer received a complaint of a ¿service required¿ alarm. Evaluation confirmed an error code, indicating that the device software detected a large pressure drop between the monitor and outlet pressure sensors (across the machine flow sensor). The device was not reported to be in patient use at the time of the event, and no patient involvement or harm was reported. The device was removed from service for evaluation. The device was returned for evaluation, and the customer¿s complaint was confirmed. Inspection identified two in-line filters in the fio2 tubing clogged with dust and contamination of the blower assembly and machine flow sensor. To address the issue, the blower assembly, machine flow sensor, and two in-line fio2 filters were replaced. The device passed final testing. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.